Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had repeated motor error alarms on the insulin pump. Customer stated the alarm would occur once a day. The customer also reported frequent battery changes with the insulin pump. Customer stated they would replace the battery, clear the motor error alarm and rewind the insulin pump. The customer stated the motor error alarm was persistent. The customer's blood glucose was between 90 mg/dl and 160 mg/dl. The customer declined to troubleshoot any further. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.